Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was achieved post-operative.

Event description:
Follow-up identified the plan was to further evaluate the patient's pathology via a CT scan. Surgical intervention remains pending at this time.

Manufacturer narrative:
The concomitant device(s) is unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg using the charger and programmer. The patient desired an ipg with new technology. Surgical intervention is planned to address the issue.